Event description:
It was reported that during a da vinci-assisted lower anterior resection the surgeon tried to fire the sureform 60 instrument with a green reload, but did not receive the fire sequencing messaging that normally appears. No staples from the reload formed, and the tissue was cut without delivering staples, causing bleeding. The staple line was sutured to repair the incomplete staple line, and the procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation.an advanced stapler log review shows the instrument was installed on the system 3 times and fired 2 green reloads. On install 1, a green reload was installed, however no firing was attempted, and logs show one incomplete clamp attempt. On installs 2 and 3, the first clamps were successful, and the firings were each completed with no pauses for compression. There were two errors noted in the system logs between installs 1 and 2. The errors all occurred on universal surgical manipulator (usm) 4, on which this instrument was being used and indicate the system lost connection with the tool sensors, could not find the radio frequency identification (rfid) tag for the instrument installed, or could not detect all the tool sensors at all. The detection issues were resolved upon the next install. There were no additional errors in the system logs.